Event description:
The customer called stating she was hospitalized for diabetic ketoacidosis. The customer also stated the insulin pump had been alarming no delivery. The infusion set was changed just prior to the hospitalization and the customer stated she used insulin that may have been past the shelf life. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.